Event description:
The pt reportedly has been experiencing swelling and retention issues. Recently, the doctor drained blood from the pt's implant site and wrapped his head. The pt refused to cease external processor use and taking his plavix medication. The pt is being monitored.